Event description:
A report was received that the patient had fallen and bruised their ipg site. The patient's pocket site is collecting blood. The physician stated that the patient had a hematoma at the pocket site. The physician opened the pocket area, removed the ipg, squeezed the blood out, and placed the ipg back. The patient is doing well.